Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding the message of "e-2¿ when testing on the adc device. As a result, on (B)(6) 2022, the customer experienced unspecified symptoms of hypoglycemia and had a loss of consciousness and was brought to the hospital where they were provided a bottle of (B)(6), biscotti with compote and sugar by the hcp for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader (B)(6). Was returned and investigated. A visual inspection of the returned reader was performed and no issues were observed. Performed built-in reader test. The reader test passed and did not observe any error messages. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding the message of "e-2¿ when testing on the adc device. As a result, on (B)(6). 2022, the customer experienced unspecified symptoms of hypoglycemia and had a loss of consciousness and was brought to the hospital where they were provided a bottle of cola, biscotti with compote and sugar by the hcp for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.